Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited emergency room due to hypoglycemia with blood glucose level was 44 mg/dl. Another blood glucose level was 326 mg/dl. The customer report did not allege over delivery on insulin pump. The customer also reported that retainer ring was missing. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.